Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; (lot: 001245596); product type: 0195-heart valves. Section e - initial reporter details not provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving an evolutfx-34, the valve was loaded and confirmed a good load. The valve was placed in the annulus at 80% deployment but was too high. The valve was recaptured and repositioned slight lower in the annulus. At 80% deployed, a slight infold was observed mid device. The valve was recaptured and withdrawn from the patient. A new valve was loaded on a new delivery catheter system (dcs) and was implanted uneventfully.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. E. Initial reporter first and last name, phone number, occupation, and email address were added. H6. Codes were updated. Product analysis: the suspect device was discarded, and; therefore, analysis of the device will not be completed. However, procedural images including two static images and two media files were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic inspection of the valve load was not provided for review, thus it is not possible to validate a good load. However, it was reported the infold occurred after one recapture and during the subsequent deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, the valve was recaptured and a new system was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving a evolutfx-34, the valve was loaded and confirmed a good load. The valve was placed in the annulus at 80% deployment but was too high. The valve was recaptured and repositioned slight lower in the annulus. At 80% deployed, a slight infold was observed mid device. The valve was recaptured and withdrawn from the patient. A new valve was loaded on a new delivery catheter system (dcs) and was implanted uneventfully. Additional information was received to report a pre-implant balloon dilation was performed using a 23mm non-medtronic balloon. The patient had "some" calcification present and contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: e1. Facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.